Event description:
It was reported that cartridge alarm 20 occurred on pump and that caller had experienced similar cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.